Event description:
The user facility reported via medwatch mw5186172 that during a patient procedure, the handle of their cointip snare broke. The procedure was completed successfully with another snare. No report of injury.

Manufacturer narrative:
Investigation of the event is currently in progress. The device is being returned for evaluation. A follow-up report will be submitted when additional information becomes available.